Event description:
An abbott customer technical advocate (cta) was contacted by an account who states that a pt fingerstick sample that was run in 3/2004 using a cell-dyn 1800 analyzer generated questionable results. The following data was provided; wbc=1.7 k/ul, rbc=2.24 m/ul, hgb=6.7 g/dl, mcv=94.0 fl, and plt=94 k/ul. The fingerstick sample was run twice with results repeating (repeat results not provided). The granulocyte result had an r3 flag generated which requires confirmation by another method. The result was not confirmed by another method prior to reporting out of the lab. Results were questioned by a physician. The pt was sent to the hosp where a venous sample was drawn which yielded the following results; wbc=7.27 k/ul, rbc=4.50 m/ul, hgb=13.6 g/dl, mcv=88.4 fl, and plt=266 k/ul. The account states that based on the cd1800 results, the pt was seen by an oncologist being told he had probable leukemia before the results from the hosp were reported. The sample drawn at the hosp yielded results in the normal range. The pt was not treated. No further impact to pt management was reported.